Event description:
It was reported that a cartridge alarm occurred with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer will continue using the current pump until a replacement is received, as arranged by technical support.